Manufacturer narrative:
G4: 12may2020. B4: 13may2020. The procurement service specialist confirmed the reported issue. The customer replaced the defective back light inverter to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24jan2020.

Event description:
The customer reported dark display. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.